Event description:
A us distributor contacted zoll to report that a patient developed a rash where the garment was touching his skin. The patient reported that the area was itchy and there was broken skin. There was no alleged device malfunction contributing to the irritation. Patient went to an urgent care and was treated with steroids by a physician. Follow up indicated that the irritation has improved.